Manufacturer narrative:
14-nov-2024: siemens has concluded the investigation. A customer from outside the united states reported observation of an elevated atellica im high-sensitivity troponin I (tnih) result for one patient which was discordant relative to repeat testing investigation included assessment of reagent, instrument, and sample data. Reagent issues were ruled out as quality control (qc) results were within expected ranges. Other system data do not indicate any issues. The affected patient was known to have myocarditis or pericarditis. According to the product's instructions for use (IFU), there are cardiac and non-cardiac conditions that can cause elevated troponin I in the absence of ami. Return of the patient sample for further investigation is not warranted due to the patient's known medical history. Based on the available information, the cause of the discordant result is a difference in assay methodology. There is no universal standard for troponin I. Values obtained with different assay methods cannot be used interchangeably. The measured concentration of ctni in a given specimen can vary between assays due to differences in assay design and methodology. The customer is operational, and the issue is resolved with normal troubleshooting. No product problem was identified. Note: in section h6, the codes for investigation findings and investigation conclusions have been updated.

Event description:
Initial complaint summary: the customer observed an elevated atellica im high-sensitivity troponin I (tnih) result for one patient which was discordant relative to repeat testing when using tnih lot 104. A 59-year-old male patient with myocarditis/pericarditis with worsening chest pain was tested using atellica im tnih, and produced an elevated result. The same sample tube was tested using an alternate method, and a much lower result was received. MRI findings were negative for the patient, and the lower result was considered consistent with the patient¿s clinical condition. There are no allegations of any patient harm in association with the discordant elevated result.

Manufacturer narrative:
A customer from outside the united states reported observation of an elevated atellica im high-sensitivity troponin I (tnih) result which was discordant relative to alternate-method testing. Quality control (qc) results were within expected ranges at the time of the discordant measurement. The tnih instructions for use (IFU) states the following, under interpretation of results: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Siemens is investigating.